Manufacturer narrative:
(B)(4). The suspect device was not returned to vyaire for investigation. Any additional information received will be included in a follow up report.

Event description:
A customer reported that their vela ventilator generated xdcr (transducer) fault and motor fault errors; per the customer, all transducers were calibrated but the turbine pressure transducer failed on 0 cm h20. The customer reported that there was no patient involvement associated with the event.